Manufacturer narrative:
(B)(4). Concomitant medical product-ti-dble lead cort 5.0x60mm scr catalog#:14-405060, serial#:(B)(4). Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -05315.

Event description:
It is reported that during an ankle nail procedure, while the surgeon was attempting to implant the phoenix ankle nail and the calcaneous screw, it was decided a different size screw would be an improved option for the fusion. Upon removal of the screw with the driver, the tip snapped off into the head of the screw. To successfully complete the procedure, a solid hex driver was used. No pieces fell into the patient's wound. There were no patient consequences as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned instrument confirmed the threaded tip is fractured off. The fractured portion and the screw were not returned. Also noted scratches on the instrument shaft indicative of use. DHR was reviewed and no discrepancies were found. Root cause is attributed to over-torqueing; the device design was modified to mitigate this. A summary of the investigation has been sent to the complainant if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.